Event description:
No additional information.

Manufacturer narrative:
Investigation results: the customer reported the maxzero was visibly spraying out of the side, on the female end. The customer returned one standalone maxzero connector, and a syringe. Upon initial visual examination, the set verified the complaint of component damage, a crack was seen in the maxzero down the whole length of the threads, on the female end. The sample was sent for further investigation to be measured at another bd facility. A device history record review was not performed as the lot number is "unknown" for this complaint. The further investigation and communication with the manufacturing plant confirmed the root cause for the damage to be related to maxzero mismatch. The mismatch root cause is due to damage to the core pins during molding process. The plant issued a quality alert on feb. 25th, 2026, to reinforce to involved personnel the correct responsibilities. The plant also implemented a preventative action to involve a pin gauge inspection test to verify the component measurement. This incident has been added to our database of reported incidents.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following has a syringe attached to it and can visibly see spraying out the side.